Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device history records lots were reviewed, issues were not reported visual inspection of the photographs and sample revealed that they depict a lot of information labels. The sample was leak tested with a small cut observed on the arterial pump segment. Additionally, two other photographs show the arterial line pump segment, featuring a small lateral cut on the tubing. Notably, a large bubble was observed near the cut site, likely resulting from air entering the set due to the cut during usage. Based on the results of the visual evaluation the reported defect of air in line was confirmed due to a small cut found on the tubing. During the assembly / packing process, some type of device, knife or razor that could generate a cut in the material is not handled, and the 100% leak test in carried out or the material during the manufacture process. A test was carried out to verify the detection of leak in the leak tester and the results show that the machine rejects the set if this has a cut or a leak in the pump segment or any other component. An internal activity evaluation was performed of the process packaging and the pump segment tube of the arterial pod are at the bottom of the box making impossible to make a cut during the packaging process. A hypothesis is that the tube could be perforated or damaged (pinched) during the configuration process of the set on the machine, making leaks after and being noticed after the process colocation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: report: 2hr into rx, machine alarm with air bubbles in the venous header of dialyzer, rines back done, finding a cut in the arterial tubing in the blood pump section. Found a few drops of blood at the blood pump roller track. Treatment was terminated. Upon inspection of the blood line, we found tiny pinched/cut like damage right above the arterial pod of the bloodline.